Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint on (B)(6) 2010 via (B)(6). The patient complained the pain and visited to the hospital on (B)(6) 2017. The surgeon suspected armd since confirmed the tumor and osteolysis under x-ray. The revision surgery was performed on (B)(6) 2018 to revise all of the system except for srom sleeve which was remained in the patient¿s hip joint. The patient is (B)(6) female, height 149cm, weight (B)(6) (when revision), and her initial is (B)(6). No further information was provided by the hospital. Doi: (B)(6) 2010;dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned product found no evidence of material or manufacturing defect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.